Event description:
An ophthalmic assistant reported that after an intraocular lens (iol) was implanted it was noted to be cracked. The patient noticed visual disturbances due to the crack, so the iol was exchanged six weeks after it was initially implanted. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).